Event description:
It was reported that the biomed had the arctic sun device that gets alert 2 flow 0.0. Per review of wo notes on (B)(6) 2025, pressure was reading -7.7, flow rate (fr) was 0.0, circulation pump command 0%, disconnected the fluid delivery line (fdl) and pressure dropped even lower to -12.0 psi, coming in for pressure transducer repair.

Manufacturer narrative:
This supplemental MDR is being submitted to capture the investigation details. There was no patient involvement. This event is not reportable. The reported issue was confirmed. The root cause of the reported issue is due to a failed pressure transducer. Pressure is reading -7.7 flow 0.0 cp 0%, disconnected the fdl and pressure dropped even lower to -12.0 psi. Pressure transducer assembly was replaced. The arctic sun 6000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. Correction: f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that gets alert 2 flow 0.0. Per review of wo notes on 20aug2025, pressure was reading -7.7, flow rate (fr) was 0.0, circulation pump command 0%, disconnected the fluid delivery line (fdl) and pressure dropped even lower to -12.0 psi, coming in for pressure transducer repair.